Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used an everflex entrust with a 6f non-mdt sheath and a non-mdt 260 guidewire for treatment of a 60mm moderately calcified lesion in the mid right superficial femoral artery(sfa) of diameter 6mm. The lesion was reported to exhibit 90% stenosis severe tortuosity. The IFU was followed and the device was prepped without issue. The thumbscrew/lock-pin was checked for securement prior to deployment. The lesion was pre-dilated using a 6x40 evercross pta balloon. Resistance was encountered when advancing the device. It was reported the physician attempted to drive the stent through the sheath it wouldn¿t go past aortic bifurcation where kissing stents were located. Upon removing the device from the patient, a few mm of the stent was seen to have partially deployed on tip of catheter outside of the sheath. A new everflex entrust was used to complete the procedure. No patient injury was reported.